Event description:
Literature: ferraye mu, debu b, fraix v, et al. Effects of pedunculopontine nucleus area stimulation on gait disorders in parkinson's disease. Brain. Jan;133(pt 1):205-214. Summary: the study looked at the effects of stimulating the pedunculopontine nucleus (ppn) area in six pts with severe freezing of gait due to parkinson's disease (pd). The pts had been unresponsive to levodopa and subthalamic nucleus (stn) stimulation. Event: one pt displayed two epileptic seizures 1 week after electrode implantation. The pt fully recovered. See literature article with MFR report# 3007566237-2010-02940.

Manufacturer narrative:
(B) (4).